Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the guidewire appeared frayed. A jagwire/025/straight guidewire had been selected and advanced into the patient. During the exchange of an unspecified device, it was noticed that the yellow and black covering of the jagwire/025/straight guidewire appeared frayed, making it difficult to complete the unspecified device exchange. The procedure was completed with another jagwire/025/straight guidewire. There were no patient complications reported.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.